Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a possible missing sensor wire patient experienced on (B)(6) 2015. Patient's mother stated that upon sensor deployment, patient was unable to locate sensor wire. Patient reports no discomfort at insertion site. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.